Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was bedridden for a long time and has an indwelling foley catheter. After the catheter was replaced on (B)(6) 2026, there was continuous urine leakage from the urethral opening. After reporting to the doctor, corresponding measures were taken, but the leakage problem could not be resolved. The patient's skin has been in prolonged contact with urine, resulting in skin damage in the sacrococcygeal area, causing emotional distress and anxiety for both the patient and their family. After the doctor reinserted a new catheter for the patient, the urine leakage no longer occurred.